Manufacturer narrative:
E1: patient city: (B)(4). Patient country: (B)(6).

Event description:
Reference number (B)(4). Event occurred in china. On (B)(6) 2024, it was reported that the patient faced infusion set leak at the quick release or tubing. The patient also reported that the pump was not dropped with set in place. No further information available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated for the malfunction code leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing). The batch 5402836 in question was manufactured at the reynosa site. Complaint investigation photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to work instruction (wi) version 3 on reference samples, 10 samples out 10 samples passed the test. The reference samples for the lot 5402836 have already been previously tested in the (B)(4) on 05/sep/2024. Functional test 1 according to with 4802011 ver 10 test reference samples, 10 samples out 10 samples passed the test. Functional test 2 according to with 4802101 ver 25 test on reference samples, 10 samples out 10 samples passed the test, as per the test report database (B)(4) complaint test report.pdf device history record (DHR) review: the packaging lot 5402836 was manufactured according to the wi version 72 manufactured in the line multivac 12 and multivac 08, on 04/oct/2022, with a total of (B)(4) units. The assembly lot 5403355 was manufactured according to the wi version 24 manufactured in the line assembly of quick-set, on 03/oct/2022, with a total of (B)(4) units. The assembly lot 5403356 was manufactured according to the wi version 24 manufactured in the line assembly of quick-set, on 04/oct/2022, with a total of (B)(4) units. The gluing tube lot 5403343 was manufactured according to the wi version 37 manufactured in the line pegado 4, 5 and 8, on 03/oct/2022, with a total of (B)(4) units. The gluing tube lot 5401350 was manufactured according to the wi version 37 manufactured in the line pegado 5 and 8, on 02/sep/2022, with a total of (B)(4) units. The gluing tube lot 5403318 was manufactured according to the wi version 37 manufactured in the line pegado 4, 5 and 8, on 27/sep/2022, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 20/mar/2025 against malfunction code leakage from tubing or the interface between the tubing and the connectors and lot 5402836 and no other complaints have been registered in database for the same lot number and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no harm reported, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.